Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava perforation, tilt, fear, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2018 via the right internal jugular vein due to deep vein thrombosis (dvt). The patient alleges tilt and vena cava perforation. The patient further alleges fear and limited mobility. 23dec2018: per a report from computed tomography; "thrombus is again seen within the right external iliac vein extending to the proximal right femoral vein. Stable positioning of the ivc filter. Strut penetration with abutment with the transverse duodenum or less likely perforation.¿ 25jun2019: per a report from computed tomography; ¿there is an ivc filter which is located at l3-4. The apex of the filter is located superior to the right renal vein origin and directly at the origin of the left renal vein. No fracture or bending of its struts is present. The apex side of the filter is angled medially and its tip is located near the ostium of the left renal vein along the medial wall of the ivc.¿ "impression: an ivc filter is present. It is tilted abnormally with its apex medially. The apex of the filter lies in or very close to the ostium of the left renal vein. The filter is also positioned slightly further superiorly than is typical with its apex directly at the level of the lower renal vein, the left renal vein. Several struts from the filter extend beyond the ivc wall, particularly medially, posteriorly and laterally to the right of midline. One strut at the approximate 9 o'clock position lateral from the ivc may penetrate into the wall of the duodenum".

Manufacturer narrative:
Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2018, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.